Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed no visible damages or defects. Engineering attempted to actuate the device and found that two clips loaded improperly and then the jaws became stuck. The unit was disassembled for further evaluation and excessive debris was found inside the shaft, which prevented the unit from loading and firing the remaining clips. The root cause of clips not closing properly could not be determined as engineering was unable to evaluate the unit for functionality. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap cholecystectomie: "clip doesn't close!" Patient status: "well".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.